Event description:
User facility requested repair of an ambulatory infusion pump due to under delivery. No patient details were provided.

Manufacturer narrative:
One cadd prizm pump was returned for analysis in used condition. The customer complaint was not confirmed. Service replaced the overlay, calibrated device, and reinstalled software as a precaution. Use testing was performed. The root cause is unknown.